Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) pace/sense channel, exhibited by this transvenous defibrillation lead. The patient had presented to the emergency room with syncope. It was noted that all lead measurements were stable and within normal limits and the noise could not be recreated. A technical services (ts) consultant recommended troubleshooting options and a possible x-ray to determine the correct position of the lead. Additional information was provided that it did appear as though the noise resulted in pacing inhibition and syncope for the patient. An x ray was performed and the physician felt that a capped rv pace/sense lead was in contact with this defibrillation lead, resulting in the observed noise. The patient later expired over three years later. A portion of the lead was returned two years after the patient's death. The product has been received for analysis.

Manufacturer narrative:
The device sensitivity was successfully reprogrammed to least. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Three segments of the lead¿s terminal connector were returned. Setscrew marks were noted on all three terminal pins. Resistance testing was completed on each segment to assess lead electrical performance and the measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the clinical observations associated with this lead during testing.